Event description:
It was reported that the patient had less than 50% therapy relief. The catheter tract was reported as the issue location and a dye study was performed. The catheter was reported as ruptured with the event occurring post-operatively. The cause and resolution of the issue was reported as unknown. However, the catheter was partially explanted. The damaged section of the catheter was removed and the catheter was rejoined. The product was expected to be returned. The patient¿s status was reported as alive with no injury at the time of the report. This device system delivered lioresal. Multiple attempts for additional information had been requested, but no further information was available as of the date of this report.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Analysis of the catheter revealed the catheter body was damaged and/or guidewire during the implant procedure. A hole was found in the catheter between the 32 and 33 centimeters (cm) markings on the returned segment. The characteristics of the hole were typical of a shear hole caused by an interaction of the catheter with its guidewire during the implant procedure. There was slight discoloration around the shear hole.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
It was further reported that the patient was a spinal cord injury patient with severe scoliosis and spasticity. It was not thought that the patient had fell or had a sudden posture change. This was to be further verified. The patient had a no subcutaneous fat and was extremely low on the body mass index and had not gained any weight impacting the event. The surgeon stated that he probably nicked the catheter himself when closing the initial spinal incision; suture needle nicking the catheter. The catheter was fixated with an anchor and this was checked. The proximal portion of the catheter had the fracture. Further, it was thought that the patient never had therapeutic benefit from the pump. The patient was doing well and the daily dose was increased by the physician on (B)(6) 2013 from 180 to 210 micrograms per day. The patient is having "physio" and making some progress.